Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a reprogramming and was still not getting adequate therapy from the spinal cord stimulator (scs). The ipg was replaced and discarded and the patient was doing well postoperatively.